Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for the placement of a pancreatic duct stent through the duodenal route. A pancreatic spontaneous dislodgement stent (the reported gpds-5-5) that was implanted a year or two ago was found being stuck in the patient's cecum and had become inflamed. It was surgically removed.

Event description:
The investigation was concluded on the 02-aug-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
Device evaluation. 1 x gpds-5-5 of unknown lot number involved in this complaint was not available for return for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution gpds-5-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the gpds-5-5 device cannot be carried out as lot number is unknown. The customer is notified as per instructions for use (ifu0055-4 ) which accompanies this device, in the potential complications section: ¿those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration.¿ and in the precautions section ¿this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended.¿ the japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. As per information reported stent was found to have migrated ¿a year or two¿ after implantation. It was also clarified from additional information received that the patient doubted ¿a medical accident¿ contributed to the issues experienced. A definitive root cause can be attributed user error as the device exceeded the maximum recommend indwell period in the patient. Complaint is confirmed based on customer testimony. According to the information reported, the gpds-5-5 stent pancreatic after was implanted a year or two ago and was found stuck in the patient's cecum which had become inflamed. It was surgically removed. No additional adverse effects have been reported due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.